Event description:
Information received indicates the casters will not lock into brake and continue to roll.

Manufacturer narrative:
The technician replaced the four worn casters to repair the stretcher.